Manufacturer narrative:
Concomitant products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulation was not helping with the left leg for the past 10 days prior to report. It was noted that the caller would like to get it to help the left leg. The caller noted that the healthcare professional (hcp) told them to call and set up and appointment with the manufacturer representative for reprogramming. The manufacturer representative requested an appointment be set up. Additional information received reported that the cause of the event was no stimulation relief to the left leg. There were no impedance measurements taken. The event was attributed to the programmer. It was noted that the patient needed reprogramming. Signs and symptoms included pain in the left leg. The patient came in for reprogramming (B)(6) 2014 and called (B)(6) 2014. It was noted that the left leg was responding well to the reprogramming. It was further noted that no surgical intervention had occurred. The patient did not require hospitalization as a result of the event. The patient outcome was no injury.